Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display lens with no damage. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, no evidence of moisture was found behind the display. Moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment from the threads to the left side of the grip pad. The pump was opened to find no moisture.